Event description:
It was reported the omnipod 5 controller/personal diabetes manager (pdm) overheated, displayed an overheating message, shut down, and was unusable for about a day and a half before it began working again. The device felt hot to the touch and the screen went black; no charging was in progress, no drops or water damage were reported, and no unusual behaviour preceded the event. The patient experienced elevated glucose (glucose levels were not specified) due to lack of insulin, left work to manage it, and has since stored a spare injection pen and insulin at work. No medical assistance was required. A replacement pdm was issued to the patient.

Manufacturer narrative:
The device model number, catalog number and primary UDI number were updated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the cause of the reported thermal event. The reported device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#91127 was implemented. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 3.1.5-p001operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.